Event description:
Event description guidant received information that a fineline ii lead was implanted in this patient's atrium. The physician did not like the position of the lead and lead measurements were inappropriate with elevated thresholds. Therefore, the lead was removed. A flextend lead was then placed in the atrium. However, the patient's blood pressure dropped and asystole was observed. The physician began compressions and the patient was revived. The physician stated there is no allegation against the product performance of these leads and he believes the issues were due to the patient's thin atrial walls resulting in a perforation and pericardialcentesis. The implant procedure was aborted.